Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Customer changed cartridge and infusion set to address the issue. Ultimately, the pump was replaced and customer reverted to an alternate method of insulin therapy.